Event description:
Upon implantation of a polaris valve on a patient, the user noticed that the device did not work as intended. He reports that the csf was blocked and could not pass through the valve, despite flushing the valve several times. The device was put aside and replaced by another one.

Event description:
Upon implantation of a polaris valve on a patient, the user noticed that the device did not work as intended. He reports that the csf was blocked and could not pass through the valve, despite flushing the valve several times. The device was put aside and replaced by another one.

Manufacturer narrative:
The incriminated device was returned to our manufacturing facility and analyzed following our quality control procedure. Visual control: the device is free of particle and deposits, ruling out the hypothesis of an obstruction. Colorless liquid was found inside the valve and dried deposits, most likely blood, were found on the body of the valve, probably due to the contact with the patient during surgery. This is regularly observed on explanted device and cannot explain the issue faced by the user. The visual control is compliant with our specifications. Functional control: the ability of the valve to drain fluid was tested. Flushing air and alcohol remains possible and the inner mechanism of the valve is not stuck as it can typically be observed on obstructed valves. The adjustability of the valve was also verified: upon state of return and after cleaning, the rotation of the inner mechanism is possible, the pressure can be adjusted without problem. Pressures measurement: all operating pressures were measured. The results fall within expected tolerances. In conclusion, the returned device complies with all its specifications. Nothing in what was observed could explain a possible obstruction of the valve. The issue faced by the user could not be reproduced under laboratory conditions. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies.